Event description:
It was reported that the patient died one day into a stimulation trial. The cause of death was unknown, and an autopsy was planned. The surgical procedure for the trial had gone well with no known complications. The patient had been implanted with two leads placed at the top of the t8, one midline and one left. The death was potentially drug related or an overdose. Additional information received on (B)(6) 2011 reported that toxicology results had not been received. The hcp was planning on doing the root cause analysis on (B)(6) 2011. A follow-up report will be sent when additional information is obtained.

Event description:
It was further reported from the patients hcp that the patient died of a tramadol overdose. The death was not device related.